Event description:
This report refers to a product problem or malfunction which resulted from user error involving the improper use of a training device. During a site visit, the clinical support specialist, optical sensors inc was approached by hosp staff concerning a discrepancy between a sensicath arterial blood gas measurement result and a laboratory result for a corresponding sample. She went to the bedside and found that a "demo" sensor with "not for human use" label affixed, had been attached for pt monitoring. Arterial blood gas results were displayed with the message "demo results". Demo sensors are not sterile and do not measure blood gas. Several arterial blood gas measurements had been performed wherein demo results were presumed to be actual. The discrepancy in the lab comparison was first noted after more than 24 hours of monitoring. The sensor was immediately removed and replaced with a functioning sensor, with no adverse effect on the pt.